Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal drive motor displayed a 'stop: high speed' message when starting revolutions. As mitigation, the centrifugal drive motor was removed and the roller pump was used for cpb. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The manufacturer's subsidiary's service technician replaced the centrifugal drive motor. Testing was completed successfully and the unit operated correctly.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the cause of the reported malfunction was unknown. The unit was analyzed and there was no faulty connection in the cord of the unit. There was no observation of any damage and the issue had not reoccurred.

Event description:
Per clinical review: on (B)(6) 2022, the team had a problem with their heart lung machine while initiating bypass whereby the centrifugal controller gave a 'stop: high speed' alarm. The clinician switched to a roller pump for the procedure, which resulted in a four minute delay for the change out, with no blood loss. The procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed via a photograph provided by the user facility. The user opted not to return the device to the manufacturer so further root cause analysis and evaluation could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.